Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited a battery voltage of 2.84 v after 26 months of implant, 2.66 v after 29 months of implant and 2.56 v after 33 months of implant. Technical services recommended patient follow ups every three months, with the possibility of a monthly follow up with the latitude remote monitoring system as well. Approximately six months later, the device triggered elective replacement indicator (eri). Technical services reported that three months of device therapy remains available. To date, no adverse patient effects were reported.

Event description:
Approximately 19 months later, the device was explanted due to normal battery depletion. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.